Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump despite the attempt of multiple usb cables and power sources. The customer's blood glucose (bg) level was around 240 (mg/dl). Manual injections were administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.